Manufacturer narrative:
(B)(4): the meter and test strips were both evaluated and both passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the test strips involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the test strips have passed testing with no faults found, the complaint was not confirmed. The subject meter has also been returned to lifescan for evaluation on (B)(4) 2012. The evaluation of the meter has not yet been completed; therefore, no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was reading inaccurately high compared her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8am, the patient reported obtaining a reading of "220mg/dl" on the lfs meter. The patient reported using oral medications including lantus and novolog 1 time per day to manage her diabetes. The patient reported exercising more than usual on (B)(6) 2012 between 6-8am. The patient reported on (B)(6) 2012 at 8:30am, she felt "cold and shaky." The patient reported on (B)(6) 2012 at 8:30am, she decreased her usual dose of novolog insulin from 3 units to 2 units. The patient denied testing on another device. At the time of troubleshooting, the cca confirmed the patient's test strips were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. The test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(6) 2012 with the following findings, the test strips passed all testing with no faults found, the complaint was not confirmed. This complaint is being reported because, the patient claimed due to the alleged issue she developed symptoms suggestive of hypoglycemia after the alleged issue occurred.